Event description:
It was reported that the insulin pump alarmed button error. The customer's father stated that after a battery change, the insulin pump restarted; however, the insulin pump began having an intermittently responsive act button. The caller noted that the insulin pump had neither been dropped nor bumped. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to moisture damage on keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end capsticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.